Manufacturer narrative:
V.a.c. Dressing application instructions state "note: always note the total number of pieces of foam used in the dressing and document on drape and in the pt's chart." V.a.c. Dressing application instructions also stated under wound preparation, "remove and discard previous dressing per institution protocol. Thoroughly inspect the wound to ensure all pieces of dressing components have been removed." Additionally, there is a foam removal section under warnings that state "v.a.c. Foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces was removed as placed. Foam left in the wound for greater than the recommended time period may foster ingrowth of tissue into the foam, create difficulty in removing foam from the wound, or lead to infection or other adverse events." The incident report issued by the user facility indicated that adequate info about accounting for all pieces of foam placed, by counting in and out and recording the number of foam pieces, was in the product labeling provided by kci. The user facility reported "there is no fault with the product-company guidelines emphasize the need to document the number of pieces of foam used."

Event description:
The following info was provided by the user facility: "pt commenced on v.a.c. Therapy in 2007, following deterioration of an abdominal surgical wound. Dressing changes took place on the ward and following discharge in the pt's home with community nurses. Several pieces of foam were required at each dressing change. The pt continued to have problems with the wound until readmission in march for further surgery. During surgery, two pieces of v.a.c. Foam were found in the wound."